Event description:
Reporter indicated that after interrogating patient's device, it was noted that the generator had been activated by a magnet four times which were not initiated by the patient, including two times prior to event implantation. Good faith attempts for further information are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.